Event description:
During the first return cycle of the plasmapheresis procedure, this first time donor began sneezing and feeling slightly itchy around both of their calves. During the second return cycle, the itching intensified, the donor's left eye became watery and began to develop peri-orbital edema. The donor then developed a runny nose and their neck appeared flushed. There were no signs or complaints of swelling of their throat or tongue nor any difficulty breathing. The center's medical supervisor (ms) assessed the donor and the procedure was stopped. The ms gave the donor an injection of benadryl, mi. Within 10-15 minutes of receiving the benadryl, the donor verbalized feeling better. Thirty minutes later, the donor indicated their itching was gone. Only the swollen, watery left eye remained evident as any symptoms to the ms. The ms advised the donor to see their personal physician after leaving the center. The donor acknowledged this and indicated that they might go to a local clinic for follow up. The donor left the center in good condition. There were no significant changes in the donor's vital signs during this event. During a follow up call to the center by baxter medical affairs, the center manager (cm) advised that the donor was sneezing prior to starting the plasmapheresis procedure. The cm described the procedure as an easy draw, plasma was being collected quickly, and no alarms or alerts from the instrument. Review of the donor medical history card (mhc) and the annual medical history/physical examination form revealed that this donor has a history of hay fever during the spring and fall, and they use prescribed antihistaminic medications (allegra and allegra d) as needed, to relieve their symptoms. Their last dose used was two days before their plasma donation. Baxter medical director comments: during the plasmapheresis procedure, this donor developed symptoms that are consistent with an allergic reaction. Its association with the plasmapheresis procedure is uncertain since the donor has a history of allergies and receives treatment with prescribed antihistamines to relieve their symptoms. They took their last dose two days before the procedure. In addition, prior to starting the plasmapheresis procedure, it was noted, that they were sneezing. The donor was treated at the center with an antihistamine (im). They responded well to the treatment and was released in good condition. Due to this event, the donor was permanently deferred from plasma donation.